Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was returned for evaluation. Forty customer returned samples were tested under pressurized conditions for leakage in tubing. No leakage was identified. Conclusion: an absolute root cause for this incident cannot be determined refer to CAPA (B)(4).

Event description:
It was reported that bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in leaked at the tubing on the adapter connection. There was no report of injury or medical intervention.